Manufacturer narrative:
Correction to the initial MDR: 21-mar-2017.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.